Manufacturer narrative:
Cable reseated.

Event description:
The international customer reported the ventilator was alarming due to an autozeroing failure of machine and proximal pressure transducers. The customer reported the device was in use on a patient and there was no patient harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service engineer reported there was a contact problem with the data acquisition pcb to motor controller pcb cable. The service engineer reported the data acquisition pcb to motor controller pcb cable was reseated and the reported problem resolved.